Event description:
Nellcor puritan bennett rec'd a report from a biomedical engineer that the unit did not provide an audio tone. There was no patient harm reported.

Manufacturer narrative:
The customer has opted to not return the unit in for investigation.